Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a perforation resulting in chest pain, effusion, and tamponade following the implant procedure. Pericardiocentesis was performed to resolve the clinical events. However, the patient experienced cardiac arrest. Resuscitation was performed, and the patient was transferred to a separate hospital for cardiac surgery. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the physician found and successfully closed a small breach in the right atrial appendage.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.